Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely water invaded the scope connector during user handling which caused abnormality in electronic components and error message b30 was displayed. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had blurred images. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: b30 scope communication error. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found humidity inside the connector and control unit, which likely led to the image issues and b30 scope communication error. In addition to the reportable malfunction, the following were noted: the light guide cover lens was scratched; the plastic distal end cover was damaged; and the adhesive on the bending section cover was separated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.